Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 7146172 UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent the implant procedure and postoperatively, the physician assessed that the leads were not optimally placed. Therefore, the patient underwent a revision procedure during which the existing leads were removed and the new leads were positioned differently. There were no reported patient complications and the patient was expected to fully recover postoperatively. The explanted leads will not be returned as they were retained by the medical facility.

Manufacturer narrative:
The explanted leads were not returned as they were retained by the medical facility. As such, physical analysis was unable to be performed. However, it was confirmed these devices met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. Additional suspect medical device component involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(6); batch: 7146172; UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent the implant procedure and postoperatively, the physician assessed that the leads were not optimally placed. Therefore, the patient underwent a revision procedure during which the existing leads were removed and the new leads were positioned differently. There were no reported patient complications and the patient was expected to fully recover postoperatively. The explanted leads will not be returned as they were retained by the medical facility.